Event description:
Reporter states customer reportedly received results of 142 mg/dl and 354 mg/dl within 10 minutes on the aviva system. No high blood glucose symptoms reported with these results. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.